Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was loose and the pump was unable to be charged. There was no reported impact to blood glucose. Reportedly, customer continued to use the pump for insulin therapy.